Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 19-year-old female patient with myocarditis-induced cardiogenic shock underwent placement of an impella 5.5 on (B)(6) via an innominate artery graft, with simultaneous removal of an intra-aortic balloon pump (iabp). Following implantation, initial pump performance was stable, with flows ranging from 2.9¿3.6 l/min on p4¿p6 support settings. During routine monitoring on the automated impella controller (aic), the clinical team noted placement signal drift, reflected by impella aortic pressures appearing lower than non-invasive cuff pressures. Despite this discrepancy, the device maintained a consistent and interpretable placement waveform, and no alarms or malfunctions were reported. Initial transthoracic echocardiography (tte) suggested possible device malposition with the inlet appearing directed toward the mitral valve; however, repeat imaging shortly thereafter confirmed appropriate mid-left-ventricular positioning, and the initial finding was determined to be an imaging artifact rather than true migration. The patient demonstrated no clinical symptoms associated with the pressure discrepancy, with no evidence of mitral valve injury, hemolysis, suction events, arrhythmias, decreased flow, or hemodynamic instability. Pump performance remained stable, and support continued without interruption. The pump was not exchanged or removed, and although initially expected to be returned for evaluation, it was ultimately not retained by the facility. The patient remained hemodynamically stable and listed status 2e for heart transplantation throughout support.